Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. On (B)(6) 2024, , the patient reported that the infusion set cannula was kinked, with 6 sets of infusion and symptoms patient faces within 3 hours of insertion. The infusion site used for insertion is abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 6.